Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that sporadic image disappears after movement / light dims. Camera does not connect to lsk tower. Message: head is incompatible. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the inspection of the product concerned, a value of 67% of 100% was determined in relation to the total light output. The light guides are chemically corroded. Furthermore, corrosion was detected on the connection plug. Based on the optical condition of the connection plug, it can be concluded that there has been a lack of maintenance/care, which may be responsible for the failure of the icg function reported by the customer. The handle and shaft show mechanical damage in the form of scratches. It is concluded that the defects found are not due to a manufacturing or production error but were caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information reflected in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information received on june 17,2025. " only the icg function has failed. Not the image. Therefore, no damage. "